Manufacturer narrative:
The device was returned for evaluation. And showed no signs of damage, that could've contributed to the left ventricle (lv) perforation. It was likely, that the patient had a pre-existing complication in the myocardium. That allowed the pump to perforate, when the physician lifted the heart.

Manufacturer narrative:
Device not returned by customer. The impella 5.5 pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) white male patient had impella 5.5 pump inserted in the right axillary artery for acute myocardial infarction (ami)/cardiogenic shock (cgs). During surgery, the physician lifted the heart and impella perforated the ventricle and this was repaired.